Event description:
Pt admitted for atrial lead revision. During procedure, it was noted there was a minor break in the ventricular lead. It was not determined if this occurred when doctor opened the pouch or when lead was placed. This lead was explanted and a new v lead was implanted. The atrial lead was repositioned at that time.